Manufacturer narrative:
The approximate age of device: 3 years and 5 months. The report of a tear in the outer silicone jacket of driveline was confirmed through a submitted photograph. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that rescue tape was used on a tear in the outer protective coating of the driveline. Patient stated driveline was caught it in a door. Per hospital clinicians, there was no noticeable damage to the interior or the driveline and no alarms on system controller history interrogation. No additional information was provided.